Manufacturer narrative:
This event is related to the following patient identifiers: (B)(6). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported connecting tube lock lever detachment cover could not be determined, however, it is likely that the connecting tube could not be connected due to an external stress, resulting in detachment of the lock lever. As a cause of the external stress, it is probable that force was applied in incorrect direction. The event can be detected by following the instructions for use which state: ¿9 preparation and inspection¿ ¿3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation one side of the grey lock levers and metal clips were detached and missing from the reprocessor (green) plastic connector side. The missing/detached metal clip and lock lever were not returned for evaluation. In addition, the connecting tube device also had scratches outside of the tube, white spots inside the tube, minor scratches on the (green) plastic connector, scratches and dents on the metal connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, several connecting tubes were failing. It was noted that the connectors kept breaking. There was no harm or user injury reported due to the event. This event is related to the following patient identifiers: (B)(6), maj-2112. (B)(6), maj-2112. (B)(6), maj-2112 (this report). (B)(6), maj-2112. (B)(6), maj-2111. (B)(6), maj-2111. (B)(6), maj-2110. (B)(6), maj-2113.